Event description:
The customer reported that the rotator broke during use. The customer stated that this occurred twice but returned three used devices for evaluation. No harm or injury was reported. This is one of three reports for this complaint. 9616662-2011-00059, 9616662-2011-00061.

Manufacturer narrative:
Device evaluation: the evaluation has not been completed. The customer did not specify if this was the initial use of the device. A second lot number was identified with the returned devices: (B)(4), expiration date: (B)(6) 2012, device manufacture date: (B)(6) 2010. The three defective devices were returned together in a bag with no way to identify which lot number each suspect device came from. A review of the device history record for both of the lot numbers identified did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for either lot number. A follow-up report will be submitted when the evaluation has been completed. Method: process evaluation.